Event description:
It was reported that during a lap super cervical hysterectomy procedure, the tip broke off the device. They used another device to complete the procedure. No patient consequence was reported.

Manufacturer narrative:
.